Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading; cause was unknown. Reportedly, the customer reverted to manual injections to address bg and for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.